Manufacturer narrative:
The device history record of reported lot number 6061434 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that when flushing the port needle, fluid leaked between the needle and the connecting tube, and the nurse immediately replaced the port needle for the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue was duplicated. Ta leak was observed at the junction of the tubing and the needle. Probable cause, insufficient solvent during assembly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.